Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd uv flash set had a spike connector cover that was separated from the spike. This was noticed during use. There was no patient injury or medical intervention associated with this event. No additional information is available.